Event description:
It was reported that the pt was referred to a surgeon as the neurologist thought she had an infection. Neurologist reported drainage and leakage, but location of possible infection is unk. Infection was discovered by neurologist at appointment in 2009. Pt was then seen by surgeon at which time they did not see any signs of infection, so no further interventions are planned. Review of the mfg records confirms that the device was sterile prior to distribution. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization for both the lead and the generator prior to distribution.